Event description:
It was reported that "the blue line of the catheter was leaking blood and was removed and replaced with another. No pt injury."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.